Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 450 mg/dl. Customer states there is fluid in the reservoir compartment. The customer did not mention any symptoms of their blood glucose levels. The customer was able to perform a selftest and the unit passed. The customer treated their blood glucose with a bolus. The customer did not return the product back for analysis.